Event description:
Patient had device placed at an outside facility. Patient had previous surgeries in our hospital and following up. Patient endorses persistent back pain radiating to her left groin ad well as bilateral sciatica. She was considering surgical intervention to fix her disc replacement which she's concerning may have slipped causing spinal stenosis or nerve root compression. She now presents with progressive calf pain and numbness, as well as bilateral back and hip pain. Lateral subsidence of the superior plates towards the left of the device bilaterally. Posterior displacement of the right superior plate.